Event description:
The PICC catheter was inserted on (B) (6) 2008 and had been indwelling for 35 days, when the incident occurred. The PICC catheter was found broken at home when the patient got up on (B) (6) and found in the bed in two pieces. The patient returned to the hospital and reported the incident. An x-ray was taken and confirmed the catheter was not in the body.

Manufacturer narrative:
The sample was received on 27 january 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)